Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva connect system within 10 minutes: 458 mg/dl and 116 mg/dl. Customer used two different test strip vials with different lot numbers and is unable to provide which result was obtained with which lot number. No adverse event reported. Return of the suspect device was requested for evaluation.